Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the customer experienced system error code #252. With the assistance of an isi field service engineer, the surgical staff restarted the system three times, however, system error code #252 continued to recur approximately 5-10 minutes after each restart. The surgeon decided to covert the procedure to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #252 was associated with the system control processor printed circuit assembly (scp pca) board. The scp pca provides real-time servo processing & control, system supervisor & fault monitoring, and external system communication control. The system was repaired by replacing the affected scp pca. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #252 appears when the master supervisory controller does not receive an expected message within a specified time. Upon determining this condition, the safety systems put da vinci s in a "recoverable safe state". The scp pca was returned to isi for failure analysis investigation. Engineering was able to reproduce system error code #252, thus confirming the reported failure mode experienced by the customer. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.